Event description:
It was reported that within three months post implant, the patient had diaphragmatic stimulation and tingling down the left side of torso and left leg which was concurrent with left ventricular (lv) pacing. On chest x-ray, the lv lead was found to be dislodged into the right atrium. The lv lead had no capture at maximum output. The lv lead was reprogrammed off until it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.